Manufacturer narrative:
On 4-oct-2023, additional information was received providing the facility name as ¿(B)(6)¿, as such, field e1. Initial reporter have been populated with this information. No other facility information was provided. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device (B)(6) number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The date of event was not provided. As such, field b3. Date of event has been populated with 1-jan-2023. The section e. Initial reporter information was not provided, only the country. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number pc-001404697 has two reports: (1) MFR # 2029046-2023-02171 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath - small); (2) MFR # 2029046-2023-02173 for product code d138502 (carto vizigo¿ 8.5f bi-directional guiding sheath - medium).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a carto vizigo¿ 8.5f bi-directional guiding sheath - medium wherein the hemostatic valves were leaking. It was initially reported the hemostatic valves of the sheaths were defective. On 30-aug-2023 additional information was received indicating the hemostatic valves were leaking. The doctor said there was a little bit of blood coming out. The hemostatic valve was not dislodged outside the hub and the brim cap/hub were not disconnected from the sheaths. The sheaths were being use on the patient at the time of incident. No air entered the patient¿s body and no patient treatment was required. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through additional information that was received on 30-aug-2023 and reassessed it as MDR reportable malfunction.